Event description:
A healthcare professional reported that, six months after intraocular lens implantation surgery, the lens had glistening. The lens still remains in the patient's eye. The visual acuity of patient was decreased but patient was not dissatisfied. The physician is currently waiting to see if the lens needs to be explanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on follow-up MDR the FDA eval method code b20 was not included inadvertently. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photo review: one slit lamp image was provided and reviewed. The image is highly magnified showing an area of diffuse refractile bodies where it is difficult to determine the location of the bodies or more information based on the image. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The image review was inconclusive. Information was provided that the patient is subjectively not dissatisfied. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).